Event description:
The catheter was returned to the manufacturer. The catheter was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-analysis of the ep (electrophysiology) catheter indicated mechanical damage. Analysis of the ep (electrophysiology) catheter indicated a visual finding of blood, including a visual summary analysis of the lead indicating damage at implant. The tip had been pulled apart and wires and blood were visible inside the catheter. There were tool marks visible on the shaft and a open thermocouple detected. It was noted there was damage at procedure.